Event description:
A customer reported the equipment was not suctioning correctly. The procedure was delayed due to this event. There was no pt impact reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).